Event description:
A pt developed a cerebrospinal fluid (csf) leak following a re-do decompressive laminectomy/spinal fusion. It was reported that at the pt's second operation, a heyer-schulte lumbar drain was inserted, which was subsequently tunnelled approx 4cm. The drain was removed five (5) days later without difficulty. The pt continued to leak csf from his wound-despite his wound being re-sutured on a number of occasions. It was reported that a second drain was inserted, and injected some contrast. The subsequent CT scan demonstrated that a portion of his original drain had been left in situ, just below the level of the skin. The physician reported that clearly, the drain tube fractured when it was being removed. The nurse removing the drain should have felt some resistance. Furthermore, she should have noted that the end of the catheter was jagged, and that there was no drain hole.